Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the equipment and confirmed the reported event. The mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service to resolve the issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9212-000 anesthesia gas machine would not display tidal volume. The report was received from a single source. The reported event did not involve a patient.